Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline corelab image review has identified a potential complaint of parent artery stenosis: 50 to there were no patient symptoms or complications associated with this event. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right vertebral artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3.5 mm and neck diameter 4.6 mm. Landing zone (artery size): distal 3.3 mm and proximal 3.8 mm. The vessel tortuosity was unknown. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure. Significant stasis, r & r class 3, wall opposition achieved, complete neck coverage achieved. Per site response, "on the (B)(6) of (B)(6) a f/u mr angigram (tof mra) was performed. Due to metal artifacts related to the fd the mra is technically not capable to demonstrate parent artery stenosis (the contours of the vessel are not demonstrated). Subsequently it is impossible to state any % of stenosis." Site did not report an ae crf.